Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. During troubleshooting the customer indicated that she had previously purchased new parts, including tubing. A replacement pump was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer confirmed that she had developed mastitis on (B)(6) 2018, for which she was prescribed an antibiotic. She indicated that the replacement pump was working without issue and that the mastitis was nearly resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her freestyle breast pump was losing suction and she had to use it on the highest vacuum setting to remove clogs. The customer further alleged that she was getting over mastitis and did not want to go back on antibiotics.

Manufacturer narrative:
The device was returned with the customer's parts and accessories, less the breast shields, and was evaluated on (B)(6)2018. The device failed suction and cycle specifications due to a crack on the membrane surface of the aggregate. Additionally noted were damage to the pump housing and residue in the tubing. Refer to attached evaluation and pictures. The customer's report of low suction was confirmed. Depending upon the vacuum level the mom uses, the membrane surface will have more or less life. This particular pump registered 174 operating hours. It is difficult to determine exactly what caused the tear, outside of normal wear and tear, and eventual failure. Factors such as dry vs. Humid air and/or dusty air can accelerate such a failure, as dry air can wither the silicone membrane faster. An analysis of this failure from (B)(6)2017-(B)(6)2018 identified no negative trends and has remained stable over the time period.